Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Followup with the complainant has been conducted for the catalog number and lot number, and the information is not available.

Event description:
Knee revision performed by dr (B)(6) on (B)(6) 2015 at (B)(6) hospital. Reason: patient had patella, femoral pain and scan showed loose tibia component. When opened up the joint, there was evidence of metallosis: tissue staining definite but patient did not show high levels of metal ion in the blood. Explants: lcs duofix: femur, cemented mbt and rp tibial insert: codes and lot numbers available after decontamination. Primary knee replacement performed in 2003 at (B)(6) hospital, surgeon unknown. Advised no photos, x-rays or reports available as no patient consent. Male (B)(6).

Manufacturer narrative:
The complaint remains in investigation. Depuy synthes will notify the FDA of the results of the investigation upon its completion.

Manufacturer narrative:
Additional narrative: based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The customer did not report a device defect. It is not possible to determine if there was a manufacturing fault. No corrective action is required. Post market surveillance is per (B)(4). The complaint shall be closed with an undeterminable cause. Should further information become available then the complaint may be investigated further. The returned products will be retained in secure storage area for future reference.